Event description:
The customer stated the ECG has a square waveform. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.